Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge were not performed due to receiver perpetually rebooting. Boot tests were performed and failed due to receiver perpetually rebooting. Functional tests was not performed due to receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver perpetually rebooting. No injury or medical intervention was reported